Event description:
Qora fms ordered on (B)(6) 2026. On (B)(6) 2026 patient developed significant rectal bleeding and a drop in hemoglobin. Patient with history of liver dysfunction and etoh (ethanol). Investigation by subject matter experts resulted that the bleeding was attributed to the qora fms and has thus been removed from use in our facility.